Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was removed and replaced intraoperatively for another same model/length but different power lens (implanted vertically). The problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture on product. Visual inspection found the haptics broken and bent. Dimensional verification was performed and the lens was found to be in specification. Corrected data: d4: primary unique device identifier (UDI) #: (B)(4). "UDI related data quality updates only" h4: device manufacture date: 15-may-2023. Claim # (B)(4).